Manufacturer narrative:
It was claimed that alarm leakage too high occurred during ventilation. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, during on-site visit the technician did not reproduced the reported issue. No malfunction has been found. The device passed pre-use check and was delivered to the user in working condition. Unfortunately, device logs have been not available for the further analyze of the issue, hence it remains unknown what was the source of the leak. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect leakage. This record was decided to be reported based on available information, as the initial description - leakage during ventilation - might have underlying causes which represent a reportable event. If the leakage occurs during ventilation, insufficient ventilation may follow. Alarms will be raised if set alarm limits are violated. No parts has been replaced and returned. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator alarmed for too high leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).